Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The lesion location was unk. The tortuosity of the vessel was unk, and the level of calcification and % stenosis were also unk. The maverick2 20 mm x 1.5 mm balloon catheter was advanced to the lesion. However, upon inflation, the balloon ruptured at 12 atms after 10 seconds. The number of inflations is unk. The balloon was removed intact from the pt. The procedure was completed with another unspecified device. No pt injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval, as the device was disposed. Therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch number found that the device met its material, assembly and product specification. The most probable root cause of the reported complaint can be attributed to operational context, due to anatomical / procedural factors encountered during the procedure, which limited the performance of the device.